Manufacturer narrative:
Following the submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating there was no contact with the patient. It was further clarified that while the nurse prepared the lens and plunged the tip to lens a grating sensation with the lens acted strange. Upon examining the lens under a microscope it was observed that the lens failed. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction.

Event description:
A health care professional reported that the lens was faulty. Additional information has been requested, however no new information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).